Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a foggy image. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the foggy image was likely caused by a leaking bending section cover that lead to moisture invasion and a broken charged coupled device; however, a definitive rot cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): operation manual: 3.6 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.